Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device was giving an alert 113 during therapy and the patient's temperature dropped below the target of 33c. At the time of the call, the patient's temperature was 32.8c. The water temperature was 24c-27c and the flow rate was in the range of 1.8-2.3c. Per troubleshooting, the nurse drained some water from the device, but the water temperature did not increase. Therefore, the device was swapped with a second arcticsun device, and therapy was completed without any further issues.

Manufacturer narrative:
The reported issue was confirmed. The device was serviced by biomedical engineering at the customer facility. The root cause of the alert 113 was isolated to a heater assembly failure. The heating assembly had at least one of the thermal fuses, located within each heating element, measuring infinite resistance as verified with a digital meter. This prevented current flow through the element(s), resulting in the inability to heat. The heater was replaced to resolve the reported issue. The temp cable was also showing signs of wear. The temp cable was replaced and the device was returned to service. 1287, 2199 = "nl". The device was evaluated by a biomedical technician at the complainant's facility.

Event description:
It was reported that the device was giving an alert 113 during therapy and the patient's temperature dropped below the target of 33c. At the time of the call, the patient's temperature was 32.8c. The water temperature was 24c-27c and the flow rate was in the range of 1.8-2.3c. Per troubleshooting, the nurse drained some water from the device, but the water temperature did not increase. Therefore, the device was swapped with a second arcticsun device, and therapy was completed without any further issues.